Manufacturer narrative:
Insulin pump alarmed during the prime test due to a faulty force sensor resistor. Unable to perform basic occlusion and excessive no delivery alarm tests due to the prime anomaly. The device was also received in with moisture damage on the keypad traces, cracked reservoir tube lip and cracked case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 246 mg/dl. Customer stated that he has an infection that makes him to sweat a lot. Customer stated that his insulin pump got wet from sweating and now he got a button error. Customer also stated that in june of 2013 he was also hospitalized due to low and high blood glucose and pneumonia. Nothing further was reported.